Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mmm700 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify if the product code involved was j443 or j433? The product code involved is j443h.

Manufacturer narrative:
(B)(4). The following additional information was obtained: did the needle pull off or did the suture break? =>although rep said that there was both a needle pull off and a needle breakage, when it investigated in japan, the needle was broken at two places. There was no needle pull off and there was no suture break. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The review lot number mmm700 corresponds to the product code j443w. The product code reported was j433h. Please clarify if the product code involved was j443w or j433h? Additional h3 investigation summary: one suture needle was returned for evaluation. A fracture was observed at both the body (sample a) and at the tip (sample b). The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of pc-000482024 revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a fracture of shaft of humerus procedure on (B)(6) 2019 and suture was used. It was reported that after implant placement, broken needle and needle pull-off or broken suture occurred during subcutaneous suture. The needle was broken to 3 parts at needle tip and body part. Visually found a needle fragment. The surgeon reported that the needle did not hit the bone or the implant and did not know why it broke. The patient's condition is stable. There were no adverse consequences to the patient.